Event description:
It was reported that the programmer consistently had 60 hertz (hz) of noise on the electrocardiogram. The programmer was returned for service, was analyzed and tested out of specification. It was indicated on the return paperwork that no patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The noise is due to the loose electrocardiogram (ECG) connector on the printed circuit board. It was also noted that the system fan was noisy. Concomitant product: 2290 pacing system analyzer. (B)(6).